Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating issues with their sensor bending upon insertion. The customer would like replacement sensors sent to them. The patient's blood glucose was 400 mg/d at the time of the call. The customer was sent new sensors. The customer did not return the sensors for analysis.